Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to deliver within specification during flow testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused, the device was programmed to deliver a 100ml bag over one hour and the pump did not deliver the entire bag. Another was delivering a bolus 1000ml at 500ml/hr and it did not deliver the entire amount (left approximately 250ml). The device was tested by the customer biomedical department and found the device to be working as expected, and to manufacturer's specifications. The customer also reported the symptom seems to be a nursing education issue regarding expected bag volume compared to actually bag volume (i.e. The 500ml bag still contains fluid, and therefore must not have infused the 500ml the infusion pump indicated it infused. -- even the vendor has indicated bags may contain up to 20% extra fluid). There was no known patient injury or medical intervention associated with this event. No additional information is available.